Manufacturer narrative:
(B)(4). Initial MDR 9610877-2015-00013 includes information received for patient 1, initial MDR 9610877-2015-00014 includes information received for patient 2, initial MDR 9610877-2015-00015 includes information received for patient 3, initial MDR 9610877-2015-00016 includes information received for patient 4, initial MDR 9610877-2015-00017 includes information received for patient 5, initial MDR 9610877-2015-00018 includes information received for patient 6, initial MDR 9610877-2015-00019 includes information received for patient 7, initial MDR 9610877-2015-00020 includes information received for patient 8, initial MDR 9610877-2015-00021 includes information received for patient 9.

Event description:
Pentax medical became aware of a report stating "9 cases of respiratory specimens tested positive for serriata marcescens (nmr-nuclear magnetic resonance) red wild s.marcescens. Seven patients were hospitalized and two patients were outpatients. Each patient had a pulmonary fibroscopy with broncho-alveolar lavage using video bronchoscope eb-1575k/serial (B)(4). The video bronschoscope was sequestered after a biological sample from the video bronchoscope tested positive for serriata marcescens (nmr-nuclear magnetic resonance) red wild s.marcescens on (B)(6) 2015. The previous bacteriological sampling was made on (B)(6) 2015 with acceptable results. The report also stated the video bronchoscope is reprocessed in the automatic endoscope reprocessor (aer) iteratively. The aer is also biologically monitored and has tested negative.